Event description:
The customer injured herself with the autosampler needle while cleaning the centering collar on the advia 2120i with dual aspirate autosampler. The customer was wearing personal protective equipment. The customer went to the emergency room and started a preventive treatment of an hiv cocktail after exposure. There are no known reports of adverse health consequences due to the injury.

Manufacturer narrative:
The customer contacted siemens. Siemens determined that the cause of the event is due to user error. The customer removed the centering collar to clean the metal spare part that locks the centering collar into place on the advia 2120i with dual aspirate autosampler. While cleaning this, she cut herself on the exposed needle. The customer was wearing personal protective equipment. The instrument is performing according to specifications. No further evaluation of this device is required.